Event description:
It was reported that the patient had his sling removed due to an (B)(6) infection, sling erosion, hematuria, and pelvic pain. The anchors and anchoring portion of the sling were left in place. Patient is "doing well postoperatively." No further patient complications have been reported in relation to this event.